Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that the patient experienced an occlusion issue and confirmed that the blockage was in the tubing. The resolution was for the patient to change supplies as necessary and resume insulin therapy. No further information available.